Event description:
MFR has been informed of a case in another country where the titanium shell reportedly broke. At this time, there is no indication of a product malfunction or of a revision surgery having taken place.